Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a high blood glucose event with an infusion set on third day of insertion located on thigh. Patient's blood glucose at time of event was 441 mg/dl. The patient had to be hospitalized for one day. Symptom reported at the time of hospitalization event was feeling sick, feeling sick/unwell. At hospital the patient was treated with intravenous saline drip and insulin pens. Patient was tested for ketones however patient did not know the ketone test results. Also, patient confirmed she doesn't rotate site of insertion and she always uses the thigh as site of insertion. Patient was advised to change site of insertion every time she inserts a new set. No further information available.